Manufacturer narrative:
The insulin pump was received with constant pump error 38 alarms during rewind due to unlocked connector. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error 38. The customer's blood glucose was 200 mg/dl. Customer advise she is getting pump error 38 to restart the pump and she has to do so 5 times. Customer states pump was exposed to a high magnetic field. Details of the exposure are: airport security. The pump will be returned for analysis.